Event description:
Philips received a complaint by the customer on the v60 indicating that the device shut off on its own with an error code 2002 system shutdown message while in use. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Found the unit had been operating on battery power, code 1212, for several hours until it gave a 1204 alarm for low battery. There was a 1218 code, ac power restored, but for only 10 seconds when the 1212 and 1204 reoccurred. The unit powered off shortly after that due to low battery. The customer charged the battery back to 16.5 vcd, unit is operation as expected. Advised to review the log with rt along with battery charging procedures. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.